Event description:
Customer reported that the battery was discharging too quickly. There was no reported impact to the customer¿s blood glucose level. The device was scheduled for return, and a replacement pump with serial number (B)(6) was sent to the customer. No additional information was provided.